Event description:
It was reported that during a stenting treatment procedure, stent deployment issue occurred. The target lesion was located in the superficial femoral artery (sfa). A 6x120x120mm epic vascular stent delivery system (sds) was advanced and deployed at the target lesion. However, upon deployment the stent "bunched up in accordion to the length of about 50-60mm." The procedure was completed with post dilation of the stent and the placement of an additional stent. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).